Event description:
It was reported that incorrect measurement occurred. The patient was being treated for chronic total occlusion. The avvigo plus multi-modality guidance system was selected for use. During the procedure, the automated lesion assessment (ala) measurements were severely incorrect. The measurements were adjusted to resolve the issue. There were no patient complications, however, the procedure was prolonged. The patient fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. D2b pro code: dqk, dsk.